Event description:
Customer reported, she was hospitalized with hyperglycemia for 4 days. Customer stated she has been battling with high and low blood glucose for 2 days due to having the flu. She had not been eating or drinking because of vomiting and was unable to walk due to being sick. Blood glucose value at the time of admission was 500 mg/dl. She was wearing the insulin pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.